Event description:
It was reported that a female patient who underwent a breast augmentation procedure with a mentor memorygel xtra breast implant 350cc gel breast prosthesis developed inflammation, irritation, and swelling in her right breast post implantation. As a result, the patient underwent explantation on an unknown date.

Manufacturer narrative:
According to the information received, the patient experienced inflammation, irritation and swelling. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Upon visual evaluation of the image provided in the complaint, some bubbles were observed inside the device. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Swelling is a temporary normal post-operative condition. Depending on the presentation, delayed swelling may require additional workup by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: inflammation, irritation and swelling. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-oct-2022, mentor received additional information about the event: the implantation date is (B)(6) 2022. The patient underwent explantation and replacement with a mentor memorygel xtra breast implant 350cc gel breast prosthesis on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-nov-2022, the mentor failure analysis lab received the device for evaluation. On 24-nov-2022, mentor received additional information about the event: the patient identifier is (B)(6) the patient dob is (B)(6) 1982. The patient underwent a breast augmentation revision procedure with the suspect medical device. On 29-nov-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed inflammation, irritation and swelling. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and to initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).